Event description:
It was reported that during the procedure in the proximal-mid left anterior descending artery, after pre-dilatation using two non-abbott balloons, the 2.5x28 xience v stent system was advanced, but could not cross the lesion. Dilatation was performed again using a non-abbott device; however, the xience v stent system could not advance. The physician attempted to push the stent system at the lesion and the shaft separated approximately 10cm distal to the hub. The complete device was removed from the anatomy without intervention and another xience v stent system was advanced and implanted successfully. No additional information has been provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: xience v. Guide wire: runthrough. Guiding catheter: launcher. The device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood visible in the guide wire lumen and on the balloon and contrast in the inflation lumen. This is consistent with preparation and the stent delivery system (sds) advanced into the patient anatomy. The stent was stationary on the tightly folded balloon between the markers with no damage noted. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The tip length and stent outer diameters were measured and met manufacturing criteria. The hypotube and jacket material had separated 16cm distal to the strain relief tubing, confirming the reported separation. The fracture faces were oval as if kinked prior to separation. The material at the separation was stretched and jagged. There were kinks noted to the hypotube near the separation. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the catheter material such that subsequent application of force or further handling can cause a separation. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are 100% visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity. In this case, the patient anatomy was moderately tortuous and heavily calcified, which likely contributed to the reported failure to advance. The shaft most likely kinked during advancement of the catheter in the calcified anatomy and further manipulation of the catheter would have contributed to the shaft separation. Reportedly, the xience v was advanced even as resistance was encountered, which likely contributed to the shaft kinking and ultimately separating. It should be noted that in the xience v instructions for use it states: if unusual resistance is felt before the stent exits the guiding catheter, do not force passage. Resistance may indicate a problem and the use of excessive force may result in stent damage or dislodgement. Maintain guide wire placement across the lesion and remove the delivery system and guiding catheter as a single unit. The reported failure to advance and hypotube separation appear to be related to the operational context of the procedure. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. All stent delivery systems are 100% visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity.